Event description:
It was reported that: there was bleeding from lfa site post manta deployment. Post deployment angio revealed possible tear in artery and extravasation distal to the manta site. Site repaired with peripheral pci balloon. Additional information was received on 27jul2023: during a balloon valvuloplasty of the aortic valve with a 16f procedure sheath, single micro-introducer puncture access was obtained under ultrasound guidance in the center of the vessel of the lcfa. It was reported that the vessel size measured 11.3mm and had no calcification with no reported tortuosity. The manta measured depth was 9 + 1 = 10cm. There were reported issues with advancing or withdrawing procedure sheaths during the case. There was wire buckling and difficulty inserting initial procedure sheaths (8f) after manta depth location was performed. Prior manta deployment, the sbp was 103mmhg, act was 369, and 200mg of protamine and 20k of heparin was administered intravenously. The manta was deployed at the measured deployment depth. Time to hemostasis was 15-20 minutes. Patient's current condition is reported as fine.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and indicate extravasation distal to the access with a dissection. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 66-year-old male patient, weighing 193.5kg, height 182.9cm with a bmi of 57.86 presented to the or for a balloon valvuloplasty of the aortic valve (bav). The manta instructions for use posts a warning not to use manta if the patient has marked obesity (bmi >40 kg/m2). A centrally positioned access was gained utilizing a micro puncture kit with ultrasound guidance. Arteriotomy was 11.3mm, clear of calcification and tortuosity, with a deployment depth of 9cm + 1cm. Issues were encountered advancing and withdrawing the 16f sheath. Following the deployment depth measurement, the guidewire was buckling, and difficulty was experienced in inserting the initial procedure sheaths. Activated clotting time (act) was 369, and 20k heparin and 200mg protamine were administered before closure. The manta closure device was then deployed to the measured depth in the left femoral artery. Following deployment, bleeding was present at the access site. A post-angiogram revealed a possible tear in the artery and extravasation distal to the access. The physician deployed a peripheral balloon to address the tear and extravasation. Time to hemostasis was 15-20 minutes and the patient outcome post-procedure was stable. The device was not returned for investigation. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. Dissections are a common large bore procedural complication although in this event, the tear likely occurred due to the guidewire buckling or during the initial insertion of the procedural sheaths before manta deployment. The following adverse events associated with the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and vessel laceration or trauma. The DHR documentation review showed no indication that the handle devices did not meet specifications. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and late arterial bleeding. If bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis as a precaution. Procedure requirements as listed in the IFU state activated clotting time (act) should be below 250 seconds before closure.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that: there was bleeding from lfa site post manta deployment. Post deployment angio revealed possible tear in artery and extravasation distal to the manta site. Site repaired with peripheral pci balloon. Additional information was received on 27jul2023: during a balloon valvuloplasty of the aortic valve with a 16f procedure sheath, single micro-introducer puncture access was obtained under ultrasound guidance in the center of the vessel of the lcfa. It was reported that the vessel size measured 11.3mm and had no calcification with no reported tortuosity. The manta measured depth was 9 + 1 = 10cm. There were reported issues with advancing or withdrawing procedure sheaths during the case. There was wire buckling and difficulty inserting initial procedure sheaths (8f) after manta depth location was performed. Prior manta deployment, the sbp was 103mmhg, act was 369, and 200mg of protamine and 20k of heparin was administered intravenously. The manta was deployed at the measured deployment depth. Time to hemostasis was 15-20 minutes. Patient's current condition is reported as fine.